Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown restoration proximal cone body. The sales rep noted that the implants will be returned after the revision surgery is completed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep reported that the surgeon implanted a restoration conical distal stem and proximal cone body 6 months ago into a young male patient. During the procedure the surgeon felt that something was not quite right with the stem. The sales rep reported that the bolt which fitted through the proximal cone body and screwed into the stem did not appear to catch properly. The surgeon commented on this but persevered with the stem as he could not find anything physically wrong with the stem, taper, bolt or cone body. The sales rep reported that she suggested they used a different stem but the surgeon continued as per the correct surgical technique and did get the bolt screwed into the stem. The sales rep reported that the bolt was torqued as per the advised technique. The sales rep reported that the patient has since returned to the clinic complaining that his foot is turning in. On examination of x-rays it appears that the bolt has unscrewed and the implant has spun round. The sales rep reported that the patient will be revised, this is planned for october. The sales rep reported that the implants will then be returned for investigation.

Manufacturer narrative:
The exact cause of the event could not be determined because no product information and/or patient information were provided for review. No further investigation is possible at this time.

Event description:
The sales rep reported that the surgeon implanted a restoration conical distal stem and proximal cone body 6 months ago into a young male patient. During the procedure the surgeon felt that something was not quite right with the stem. The sales rep reported that the bolt which fitted through the proximal cone body and screwed into the stem did not appear to catch properly. The surgeon commented on this but persevered with the stem as he could not find anything physically wrong with the stem, taper, bolt or cone body. The sales rep reported that she suggested they used a different stem but the surgeon continued as per the correct surgical technique and did get the bolt screwed into the stem. The sales rep reported that the bolt was torqued as per the advised technique. The sales rep reported that the patient has since returned to the clinic complaining that his foot is turning in. On examination of x-rays it appears that the bolt has unscrewed and the implant has spun round. The sales rep reported that the patient will be revised, this is planned for october. The sales rep reported that the implants will then be returned for investigation.